Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After start using the product, the user roticurate the device in patient cavity, then the clear cover at between jaws and shaft peeled and fell out. The fallen fragment was retrieved from patient cavity. New product was opened to continue the procedure. Procedure: laparoscopic surgery for prostate cancer. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. The part fell into the patient's cavity and was retrieved. No bleeding occurred. Male patient. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.